Event description:
It was reported the pt is experiencing a sharp pain over the ipg, which he alleges to be unbearable. The pain disappears when he shuts off his stimulation. The pt stated that he is receiving good pain relief from his system. The pt also met with his physician who is going to have him try a topical pain relief and continue with the device. The physician also stated the ipg feels superficial in the pocket and is fairly high on the pt's low back where there is not much fatty tissue. The physician's assistant reported they will re-evaluate the issue at the next pt's visit.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.